Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty hard drive, rtos pcb, gib pcb, and reloaded software. System operates as intended.

Event description:
It was reported that the system was displaying a communications error. No pt injury was reported.